Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, there was over 100 units in the cartridge. The user's blood glucose (bg) level was as high as 600 mg/dl with moderate ketones. The user addressed bg level with manual injections.